Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message during the load process. Pump logs were reviewed and no pump alarms were found during the load process. There was no reported impact to customer's blood glucose level.